Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-extension; upn: m365sc3138350; model: sc-3138-35; serial: (B)(4); batch: 205596/13519249.

Event description:
It was reported that the patient experienced inadequate stimulation and the right contacts were out. The patient underwent a revision procedure wherein the lead was replaced and the lead extensions were explanted. The patient was doing well postoperatively and the explanted devices will not be returned per hospital policy.